Manufacturer narrative:
Submit date: (B)(6) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer reported the catheter presented a perforation in the silicone portion of the arterial line. The catheter was implanted 3 months prior. The catheter was pulled and replaced. There was no injury to the pt.